Event description:
The manufacturer received information alleging damage to a trilogy 100 ventilator. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation of alleged damage and the customer¿s complaint was confirmed. The device's ac port was broken/missing and required replacement to address the issue of no power. However, no repairs were completed because the device was scrapped. Additional findings not related to the malfunction/issue include: a missing serial port and serial port connector, missing handle, missing nurses call connector, a cracked rear enclosure and possibly missing internal parts.